Event description:
Device 1 of 1. Reference MFR report: 1627487-2012-09792. Reference MFR report: 1627487-2012-09793. It was reported during a permanent implant procedure the physician had difficulty placing the lead as intended due to the patient anatomy. Leads with multiple configurations were attempted to no avail. The physician aborted the case. The procedure lasted for about two hours. No patient complications were reported. The used products were discarded by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.